Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned for evaluation. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. It was reported that before attempting closure on the access site, oozing was observed around the sheath at the skin level and there were multiple attempts at gaining access. Based on the information provided, the root cause of the reported event may have been related to the multiple sticks at the puncture site. It should be noted that the instructions for use (IFU) warns users the following: "do not use the mynxgrip vascular closure device if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed." Additionally, access site hematomas are a common procedural complication and are frequently related to stick technique, as well as anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding is a potential risk associated with vascular closure procedures. Furthermore, users are instructed to "apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary." Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a lot history review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
It was reported that a hematoma developed following arterial closure with a mynxgrip 6f/7f vascular closure device. The patient was accessed bilaterally for a peripheral interventional procedure to place bilateral iliac stents and a renal stent. Multiple attempts were made to access the site; however, it was unknown if there was a posterior wall puncture. There were not multiple sheath exchanges prior to closure and the mynx devices were used in conjunction with 7f procedural sheaths for bilateral arterial closure. A mynx was deployed successfully on one side. Before attempting closure on the other access site, oozing was observed around the sheath at the skin level. As the balloon was pulled back, bleeding increased and continued even after the balloon was positioned at the arteriotomy. The mynx sealant was deployed, but the bleeding increased when retracing the sheath. Deployment was discontinued prior to tamping with the advancer tube. The balloon was deflated and the deployer converted to manual compression. A large hematoma (over 6cm) developed during manual compression. A femostop was applied to treat the hematoma. After the femostop was removed, the patient continued to bleed, so additional manual compression was held. The total time manual compression was held was greater than 30 minutes. The patient's hospitalization was extended as a result of the event. The patient recovered and was discharged the next day. Additional information was requested, but was unknown.